Event description:
It was reported that the bottom of the reservoir has fallen out. The blood glucose reading was 191mg/dl. Troubleshooting was performed, and the drive support cap fell out. Advised the caller to disconnect from the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.